Event description:
Additional information was received that approximately four years post valve implant, the valve was replaced with a 23 millimeter (mm) non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3 - date of event, b5 - event description, h6 - patient codes, additional codes - imf health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately four years following the implant of this transcatheter bioprosthetic valve, limited left heart catheterization (lhc) was performed. Widely patent stents in the mid-left atrium and no significant stenosis in the left anterior descending (lad) and left circumflex arteries(lcx). Right coronary artery could not be visualized due to prior transcatheter aortic valve replacement (tavr). Following the lch, the patient became diaphoretic, dyspneic and tachycardic. Pulseless electrical activity (pea) and ventricular tachycardia arrest was reported. Return of spontaneous circulation (rosc) was achieved after epinephrine, antiarrhythmic medication (amiodarone) and defibrillation was administered. Subsequently the patient was transferred to the intensive care unit (ICU). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately four years following the implant of this transcatheter bioprosthetic valve, aortic stenosis was identified with a mean gradient of 58 mmhg, valve area of 0.5 cm2, and a jet velocity of 4.8 m/s. Subsequently, an unspecified arrhythmia and cardiac arrest occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the replacement valve was a transcatheter valve that was implanted valve-in-valve.